Manufacturer narrative:
(B)(6). (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided

Event description:
According to the reporting person: during the procedure it was necessary to pass the permanent clipper through the trocar and it ruptured the membrane causing leaking and loss of the peritoneum pneumo, being necessary the use of permanent reducer since there was significant loss of gas. The surgical time was extended by 20 minutes due to the product problem. There was no injury reported. The current status of the patient is good.